Event description:
The fenestration holes on two m2pt, specialized pediatric tracheostomy tubes were not centered and the sides were not chamfered. This was detected when the devices were removed from the package. The devices were ordered non-sterile. It is unk if the facility attempted to sterilize the devices. There was no direct pt involvement. One of the two reported m2pt devices was returned to the MFR for analysis and investigation.